Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the implant was exposed due to skin weakening in the bd region.

Event description:
Healthcare professional reported "the implant was exposed due to skin weakening in the bd region" against unknown side. Device status is unknown.